Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was receiving a spinal injection, they experienced syncope. Upon review of the electrogram strips there were two instances of oversensing of noise leading to pacing inhibition with asystole of three seconds and greater than five seconds. The physician reprogrammed sensitivity in the right ventricle. No additional information was available. At this time the evidence suggests the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No additional adverse patient effects were reported.